Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the event codes were logged into the device's memory. The codes could not be reproduced during additional testing. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device required service. Upon further inspection physio-control observed the device had logged an event code that could be indicative of the device not recognizing a shockable rhtyhm. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device required service. Upon further inspection physio-control observed the device had logged an event code that could be indicative of the device not recognizing a shockable rhtyhm. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section e1, initial reporter email, of the initial medwatch report was blank. Section e1, initial reporter email, of the initial medwatch report should indicate: (B)(6).